Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided.

Event description:
It was reported that guidewire tip was detached and could not be retrieved. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid and distal left anterior descending artery (lad). A 1.50mm rotapro and rotawire drive guidewire were selected for rotablation. During the procedure, the rotawire drive was placed without resistance reaching the distal lad. Approximately 1 cm of the rotawire tip loss was noticed, although rotapro burr had not yet left the guiding catheter. The detached radiopaque rotawire tip was anchored in the very distal end of the lad and was too distal to retrieve this fragment. Since the patient showed no abnormal cardiac parameters, the procedure was continued, with an exchange of the rotawire for a new rotawire drive. The procedure was completed successfully with no reported complications, and the patient was stable post procedure.

Event description:
It was reported that guidewire tip was detached and could not be retrieved. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid and distal left anterior descending artery (lad). A 1.50mm rotapro and rotawire drive guidewire were selected for rotablation. During the procedure, the rotawire drive was placed without resistance reaching the distal lad. Approximately 1 cm of the rotawire tip loss was noticed, although rotapro burr had not yet left the guiding catheter. The detached radiopaque rotawire tip was anchored in the very distal end of the lad and was too distal to retrieve this fragment. Since the patient showed no abnormal cardiac parameters, the procedure was continued, with an exchange of the rotawire for a new rotawire drive. The procedure was completed successfully with no reported complications, and the patient was stable post procedure. It was further reported and confirmed that there was no need to actively anchor the rotawire tip with an additional device as it was not floating and is in a stable, very distal position.

Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided. B5: describe event or problem: updated. Device evaluated by manufacturer: during product analysis it was observed that a portion of the spring tip was detached and did not return for analysis. Procedural media was provided to bsc and was reviewed by bsc medical safety. In the first video, an unknown microcatheter is observed in the distal lad. There is also an unknown wire present. The second video shows the fractured fragment of the rotawire in the very apical lad. There is an incomplete radio-opaque wire segment in the proximal lad. There are no images provided of the wire separating. Based on the limited media provided, the cause of the reported event could not be determined.